Event description:
It was reported that the lead was explanted and replaced due to high, out of range, high voltage lead impedance and failure to deliver commanded shock. The patient was doing well following the procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 54.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.